Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. The pt presented with chronic back and left leg pain. The investigator noted the event as moderate in intensity. Pt referred to pain management. It is noted that the condition did not resolve and resulted in permanent disability. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted an illness being treated (chronic pain syndrome) as a possible cause for the event. In 2000 the pt presented with right leg pain. The investigator noted the event as moderate in intensity. Physician ordered facet blocks and ongoing pain management. The condition was reported as continuing with treatment when the pt was last seen in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted facet syndrome as a possible cause for the event.